Manufacturer narrative:
Philips service confirmed that the facility electrician resolved the power issue and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot due to missing third phase power on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.